Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse checked the error log and found software issue for suites pc. To resolve the reported issue, the fse reinstalled suites pc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.